Event description:
Reporter indicated a vns pt was having increased seizures in (B)(6) 2010. At the time, the vns was not at end of service. The vns is now believed to be at end of service and is unable to be interrogated. A battery estimate performed revealed -0.91 yrs remaining, indicating end of service is likely. Attempts for further info are in progress. Surgery to replace the vns generator due to end of service is planned.